Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and a crack in pump alongside battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. Proceeded with the following testing to ensure proper functionality of the unit. Unit received with cracked case at corner of belt clip rails, cracked battery tube compartment, cracked case on battery tube side, cracked battery tube threads, missing serial number label, cracked keypad overlay at select button, pillow keypad overlay, keypad overlay texture damage, stained keypad overlay, missing window display cover, and scratched case. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case at corner of belt clip rails, cracked battery tube compartment, cracked case on battery tube side, cracked battery tube threads, missing serial number label, cracked keypad overlay at select button, pillow keypad overlay, keypad overlay texture damage, stained keypad overlay, missing window display cover, and scratched case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.